Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device intermittently blanking out. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the complaint issue was described as intermittently blanking out. The customer's complaint was not verified. Unable to duplicate the customer's intermittent blanking out complaint. Karl storz goleta service incoming did not duplicate the complaint. Karl storz goleta process engineering tested the ccu for over a week without any image dropouts being detected. The ccu passed multiple overnight burn-in sessions, including extensive power cycles. The test fixture camera head was connected/disconnected many times, but the ccu always produced an image. The tc304us ccu was even exposed to significant mechanical shock, yet no failures were induced. A visual inspection was unable to identify any obvious issues. The camera and iml connectors were heavily manipulated with an image displayed, but still no failures were created. The cause of the issue was determined as unable to duplicate the reported customer's complaint. The event is filed under internal karl storz complaint ID: (B)(4).